Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the navigation system became unresponsive. The surgeon made the decision to continue the last two hours of the procedure without the use of the navigation system. At the close of the procedure it was noted that there was no patient complication. After the surgery, it was reported that the patient had a facial paresis. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's fusion navigation system. There is no indication that medtronic navigation's product caused or contributed to the reported event.

Manufacturer narrative:
Patient information not provided as no patient demographic details were made available from the site. A medtronic representative, following-up at the site, performed a navigation system check-out, the emitter was tested and there were no technical problems identified. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's legacy reduction g4 screwdriver. There is no indication that suggests medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
A medtronic representative went to the site and checked out the system. It performed properly during testing. It was reported that the site has berchtold f528 lights in the or where the reported event occurred. Medtronic engineering has identified that some berchtold led lights can cause intermittent tracking of the patient tracker when positioned within roughly 3ft, due to electromagnetic interference generated by components in the lights. Berchtold plans to implement a design change to mitigate the issue. The site also has an or with a different type of lights installed. They will use the or with the different lights when doing a lateral skull base case with the fusion navigation system to avoid the reported issue from recurring.